Event description:
Additional information received indicates that the patient was seen in clinic and device interrogation revealed bluetooth malfunction. Battery longevity appears to be accurate based on current parameters. No changes or interventions were performed; the device will continue to be monitored. The patient condition was stable.

Event description:
Additional information received indicates that the implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2026. The patient was stable before, during, and after the procedure.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed considerate drop in battery on the implantable cardioverter defibrillator (ICD). There was an alert for bluetooth malfunction. No changes or interventions were reported. The patient condition was stable.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined the device was in ble hold. When device is on ble hold, it results in shortening of the longevity estimate.